Event description:
The customer reported that there was an issue with the device a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was sent to philips bench for evaluation. The rft preformed diagnostic testing on the device speaker and found that the device speaker was producing audio when powered up manually. The rft discovered that the battery insert adapter was not properly closed. The rft proactively upgraded the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing.